Event description:
It is reported that the pt had a revision due to pain and decreased range of motion.

Manufacturer narrative:
Evaluation summary: the operative notes of the surgery do not indicate anything out of the ordinary other than the pt had a small rotator cuff tear which was surgeon attempted to fix. The supplied CT scan results dated (B)(4) 2012, indicate no abnormal lucency or hardware failure was identified. However the CT scan did identify that the pt's rotator cuff is now completely torn. The torn rotator cuff could explain the pain and loss in range or motion. Due to this the pt was revised to a reverse shoulder. Review of the device history did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.